Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The "tight", in-stent restenosed target lesion was located within two non bsc stents implanted in 2007 in the proximal to mid left anterior descending (lad) artery. The 2.5x8mm nc quantum apex balloon catheter was advanced and inflation was performed 5 times with no issues. While attempting to withdraw the balloon it became caught on the edge of one of the stents. The balloon was noted to be completely deflated at this point. The physician inflated the balloon to 6atms, deflated and the balloon was then able to be removed. There were no patient complications reported and the patient's status is fine.